Event description:
It was reported that during a cadaver case, a new anspach drill with a new bur were used to continued the training and now working on the tibia. It is important to note that the plan had a pretty thick tibial resection. Doctor noticed that the drill was struggling and the anspach console showed a error. The training was stopped, the anspach drill unplugged and replugged, and the systema was restarted. This complaint is for the second drill, investigation results determined that anspach drill was overheating.

Manufacturer narrative:
H10 h3, h6: the device was intended for use in treatment and it was reported that the drill got hot during a lab trial. DHR review found that no conditions which could contribute to the reported event were identified. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports, this issue will continue to be monitored. This is an identified failure mode within the risk assessment. The surgical system user's manual released at the time of the complaint provides instructions for drill usage and troubleshooting. We could confirm there was a relationship established between the reported event and the device. The device was returned for initial investigation to OEM. The returned device was evaluated, and the reported problem was confirmed. A visual and functional assessment was performed and found that the device was getting hot. Evidence suggests that this malfunction was due to a broken driveshaft indicating excessive force during use. The malfunction is most probably due to unit beyond serviceable life.